Manufacturer narrative:
(B)(4). Unable to perform displacement test, selftest, sleep current measurement and active current measurement due to unit received with cracked and bleeding liquid crystal display glass. Insulin pump received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case. Customer stated that insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.